Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concomitant products included tramadol for migraine and headache and antibiotics for urinary tract infection. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and vaginal odour ("vaginal odor"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, tooth extraction ("dental problems: teeth pulled") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (supracervical hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, tooth extraction, dysmenorrhoea, vaginal discharge, weight increased and vaginal odour outcome was unknown, the migraine had resolved and the headache and dyspareunia had not resolved. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, tooth extraction, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour and weight increased to be related to essure. The reporter commented: abdominal pain was decreased 6 months after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding: heavy bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge and odour, weight gain. Event perforation was updated to pt: uterine perforation. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and tooth disorder ("dental problems") in a 33-year-old female patient who had essure (batch no. 904753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included parity 3. Ethnicity african american. Previously administered products included for an unreported indication: mirena from 11-apr-2011 to 10-feb-2012. Past adverse reactions to the above products included contraception with mirena. Concurrent conditions included obesity, peripheral edema, pain in hip, bloating, rash trunk, localised itching, edema, fatigue, peripheral swelling, squamous cell metaplasia, endometrium cystic and dysuria. Concomitant products included tramadol for migraine and headache, antibiotics for urinary tract infection as well as ethinylestradiol;etonogestrel (nuvaring) from february 2012 to august 2012 and ethinylestradiol;norgestimate (ortho cyclen) since august 2012. On 10-feb-2012, the patient had essure inserted. In may 2013, the patient was found to have weight increased ("weight gain"). In september 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odor"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, tooth disorder (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (teeth pulled and supracervical hysterectomy (partial), hysterectomy with bilateral salpingectomy). Essure was removed on 6-oct-2017. At the time of the report, the uterine perforation, tooth disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, dysmenorrhoea, vaginal discharge, weight increased and vaginal odour outcome was unknown, the migraine had resolved and the headache and dyspareunia had not resolved. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour and weight increased to be related to essure. The reporter commented: abdominal pain was decreased 6 months after removal. Discrepancy in date of removal 06-oct-2017 and 01-aug-2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Human papilloma virus test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, weight increased, abdominal pain, nausea, lower abdominal pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of ptc (product technical complaint) incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and tooth disorder ("dental problems") in a 33-year-old female patient who had essure (batch no. 904753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included parity 3. Ethnicity african american. Previously administered products included for an unreported indication: mirena from (B)(6) 2011 to (B)(6) 2012. Past adverse reactions to the above products included contraception with mirena. Concurrent conditions included obesity, peripheral edema, pain in hip, bloating, rash trunk, itch, edema, fatigue, peripheral swelling, squamous cell metaplasia, endometrium cystic and dysuria. Concomitant products included tramadol for migraine and headache, antibiotics for urinary tract infection as well as cilest (ortho cyclen) since (B)(6) 2012 and nuvaring from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odor"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, tooth disorder (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (supracervical hysterectomy (partial), hysterectomy with bilateral salpingectomy) and surgery (teeth pulled). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, tooth disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, dysmenorrhoea, vaginal discharge, weight increased and vaginal odour outcome was unknown, the migraine had resolved and the headache and dyspareunia had not resolved. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour and weight increased to be related to essure. The reporter commented: abdominal pain was decreased 6 months after removal. Discrepancy in date of removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Human papillomavirus (hpv) dna test positive. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, weight increased, abdominal pain, nausea, lower abdominal pain, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 31-oct-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- did not undergo confirmation test. Date of insertion updated. Onset date of event weight increased were updated. Concomitant disease were added. Reporter information, ethnicity added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and tooth loss ("dental problems (right upper all teeth gone in back expect one, right and left lower all teeth are gone.") In a 33-year-old female patient who had essure (batch no. 904753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included parity 3 and sinusitis. Ethnicity african american. Previously administered products included for an unreported indication: mirena from (B)(6)2011 to (B)(6)2012. Past adverse reactions to the above products included contraception with mirena. Concurrent conditions included obesity, peripheral edema, pain in hip, bloating, rash trunk, localised itching, edema, fatigue, peripheral swelling, squamous cell metaplasia, endometrium cystic and dysuria. Concomitant products included tramadol for migraine and headache, antibiotics for urinary tract infection as well as ethinylestradiol;etonogestrel (nuvaring) from (B)(6)2012 to (B)(6)2012 and ethinylestradiol;norgestimate (ortho cyclen) since (B)(6)2012. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient was found to have weight increased ("weight gain") and experienced arthralgia ("joint pain") and back pain ("lower back pain"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odor"). In 2014, the patient experienced tooth loss (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (teeth pulled, root canal pending and supracervical hysterectomy (partial), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, tooth loss, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, dysmenorrhoea, vaginal discharge, weight increased, vaginal odour and arthralgia outcome was unknown, the migraine had resolved and the headache and dyspareunia had not resolved. The reporter considered arthralgia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, tooth loss, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour and weight increased to be related to essure. The reporter commented: abdominal pain was decreased 6 months after removal. Discrepancy in date of removal (B)(6)2017 and (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Human papilloma virus test - on an unknown date: positive. Hysterosalpingogram - on (B)(6)2012: other (please describe) dr. (B)(6) advised when she reported her issues, she stated the device may be the problem. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, weight increased, abdominal pain, nausea, lower abdominal pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-mar-2019: pfs received event " joint pain and lower back pain" were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (patient had surgery to remove the essure). Essure was removed in 2017. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.